Event description:
It was reported that during a lar procedure, some staples were malformed. Another device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).